Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultrasmart meter was giving inaccurately low readings and that the patient had ¿died¿ and was resuscitated. On (B)(6) 2013, the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On an unspecified date approximately the end of (B)(6) 2013, the patient obtained the blood glucose readings of 100 mg/dl, 200 mg/dl and 500 mg/dl on the reported meter, which he claimed were inaccurately low compared to his expected values. At that time, the patient was experiencing the symptom of vomiting. A family member contacted emergency services, and paramedics arrived and transported the patient to the emergency room. The patient¿s blood glucose level was tested to be 1400 mg/dl. The patient clarified that while in the emergency room, he suffered respiratory arrest and coma. The patient was resuscitated; he did not pass away. The patient noted he was admitted to the hospital with a diagnosis of diabetic coma for one week. The patient manages his diabetes with 70/30 insulin 20 units in the morning and 15 units in the evening, and is also on dialysis. The patient¿s expected blood glucose readings range from 118 mg/dl to 130 mg/dl, and he tests his blood glucose level four times per day. Troubleshooting revealed the patient¿s test strips were expired, which can contribute to inaccurate readings. The meter, test strips and control solution were replaced. The patient¿s technique was incorrect by using expired product. However, as the patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia and was admitted to the hospital in diabetic coma after the meter/test strip issue occurred, this complaint is being reported.